Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 5:30 on (B)(6). The patient reported obtaining blood glucose readings of 47, 59 and 79mg/dl on the subject meter, obtained within 20 minutes of each other. These results exceed lifescan's criteria for precision. The patient manages their diabetes with self-adjusted insulin. The patient reported that immediately after obtaining these results they developed symptoms of "sweating and weak". The patient reported treating these symptoms by drinking two bottles of (B)(6). Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 2: conclusion adn result codes (170/23) were omitted from supplemental #1. The vial was found to have a torn label. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up # 1: the test strips have been returned and further evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. In addition, a secondary issue was noted; the print on the test strip carton was illegible. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.